Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% restenosis in the mildly tortuous, mildly calcified, mid superficial femoral artery. A 5.0 x 250 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There were no issues noted during unpacking, inspection and preparation of the pta catheter. The pta catheter was advanced with no resistance to the lesion and on the first inflation attempt a leak was observed at the hub of the pta catheter. The pta catheter was removed from the anatomy, replaced by another armada 35 pta catheter and the procedure was successfully completed. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported leak was confirmed to be due to a cracked hub. It may be possible that rotator on the syringe or flushing device was over-tightened causing the sidearm to crack; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a cause for the cracks in the sidearm. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.